Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, the balloon burst within the patient's abdomen while dissecting the space. The surgeon proceeded to remove the balloon laparoscopically as well as some of the plastic remaining from the balloon within the abdomen. After a while, due to clinical issues (not due to the balloon bursting) the surgeon proceeded to perform an open surgery rather than laparoscopic and upon opening the patient, the surgeon found more plastic left over from the balloon which had busted. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the balloon was broken. The obturator and insufflation bulb were not received. The valve seal and doors appeared intact. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut balloon may occur due to contact with sharp instruments. The instructions for use (IFU) cautions: "care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments.¿ the root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.